Event description:
During implant procedure, prior to being placed in the patient body the helix of the right ventricular (rv) lead was not able to be retracted. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information was received that the helix was tested prior to introducing into the patient's body and performed as expected.